Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on march 3, 2020 that a lighttrail tractip laser fiber was used in a laser to stone procedure in the kidney performed on (B)(6) 2020. Reportedly, the laser unit used was an auriga 30 watt laser console with laser settings of 800 millijoules and 12 hertz. According to the complainant, during the procedure, the tip of the laser fiber was chipped halfway through the case while they were lasering away the stone in the kidney. Reportedly, no fiber fragments fell inside the patient. The procedure was completed with another lighttrail tractip laser fiber. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.